Event description:
It was reported that a woman who had a deep brain stimulator fitted as part of a trial to combat parkinson's disease suffered involuntary movements in her body. The patient believed this was a result of the tagging (security) system in the store. The interference only occurred when entering the building. No interference occurred when leaving the building. Additional information has been requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).